Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing resulting in delivery of inappropriate shock therapy. Evaluation of the system under fluoroscopy in the hospital noted that the device appeared to have moved anterior in the pocket and r-wave measurements dropped when the patient rolled onto their left side. The patient was admitted to the hospital and the physician planned to revise the device to a more posterior position and re-suture the device in the pocket. A revision procedure was performed. Upon opening the pocket, the suture was intact and the device was noted to not have moved, but rather the implant location was placed to anterior. The device was moved to a more posterior position and re-sutured in the pocket. No additional adverse patient effects were reported. This product remains in service.